Event description:
Legal filing alleged that a subscriber reportedly fell without depressing their personal help button. Lawsuit alleges the neck cord to the personal help button became caught on a protruding vanity cabinet, resulting in subscriber death.

Manufacturer narrative:
The subscriber did not press their personal help button during the fall. It does not appear from available info, there was any malfunction of the device. This appears to be a very unfortunate accident. In the event that philips obtains add'l info, a supplemental report will be sent.